Event description:
It was reported that during use of the bd vacutainer® push button blood collection set after hearing the click of what she thought was the safety triggered activation then noted the needle had not retracted and during disposal of system contracted a needle stick injury. Serological testing for hepbsab, hcv and hiv (staff) and hepbsag, hcv and hiv (patient), given the sensitive nature of these issues I am unable to provide you with further detail, however as per guidelines if staff are exposed to a blood borne virus (hbv, hcv or hiv) appropriate prophylaxis and medical treatment is administered. Medical intervention was required for both staff and patients as a result of this product.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set after hearing the click of what she thought was the safety triggered activation then noted the needle had not retracted and during disposal of system contracted a needle stick injury. Serological testing for hepbsab, hcv and hiv (staff) and hepbsag, hcv and hiv (patient), given the sensitive nature of these issues I am unable to provide you with further detail, however as per guidelines if staff are exposed to a blood borne virus (hbv, hcv or hiv) appropriate prophylaxis and medical treatment is administered. Medical intervention was required for both staff and patients as a result of this product